Event description:
Boston scientific received information that during a follow up visit, this device with non-boston scientific atrial lead revealed fluctuating lead impedance measurements. The measurements varied from 500 to 1900 ohms and during this visit measured 681 ohms. An internal technical service consultant was contacted and recommended verifying lead integrity be performed in the future. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this device remains implanted and in service. Should additional information become available, this event will be updated.